Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection due to a loose connection was reported between the transfer set and the patient line of the homechoice cassette which is known to cause this alarm. The cause of the loose connection/disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain two of peritoneal dialysis therapy. The patient stated that they woke up to the machine alarming and realized that their transfer set was no longer connected to the patient line of the homechoice cassette. The technical service representative reviewed the set up with the patient and they did not find a reason for this loose connection that resulted in disconnection. The patient cycled the power on the machine to clear the alarm and was instructed to start over with new supplies. There was no allegation against the transfer set, which continued to be used without issues after this event. There was no patient injury or medical intervention associated with this event. No additional information is available.